Manufacturer narrative:
At this time, the device has not been returned; if the device becomes available and is evaluated a supplemental report will be generated.

Event description:
It was reported that there had been a patient death while our presep catheter was in use. As reported, the catheter had migrated at some point; however, it was indicated that the placement of the catheter was initially considered good. The patient was in for bowel obstruction. After surgery, a pic line was inserted, despite tough line nerve bundles. The presep catheter was placed for a central line; it showed "great blood return, placement looked good, x-ray take - catheter was in good position". Through the night the patient grew sicker, it was no longer possible to get a blood return from any of the ports. It was stated that there was discussion as to whether or not the catheter migrated but no documentation was provided. It was speculated by the nurse that perhaps there was a "pocket" in the vessel and although fluids were given initially and everything appeared fine, possibly the "pockets" got bigger during the night leading to a cardiac tamponade. The patient arrested at 6:00 am and demonstrated pea (pulseless electrical activity). Approximately 2 liters of "white IV fluid" was drained via a chest tube.